Event description:
A pt with anatomical form that was considered suitable for endovascular repair although a tortuous left common iliac artery at about 90 degrees, underwent aaa repair in 2008. The left femoral approach was planned at first but the main body was unable to be advanced over the tortuous area of the left common iliac artery, so it was changed to the right approach. Performance of the final angiogram noted a kink in the contralateral (left) iliac leg graft. Another MFR's balloon expandable stent was placed at the site to successfully resolve the king. The physician commented that this event was due to pt anatomy. The pt has recovered.

Manufacturer narrative:
Event evaluation: still under investigation.